Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer called to report a lancet protruded beyond the end cap. Replacing lancing device and requested to be returned. No adverse event alleged.